Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the unit shuts off during testing. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During inspection, the unit did not remain on when switching between ac and battery power. The unit's battery was substantially depleted and not able to hold a charge. Additionally, the system board design does not allow the battery to charge after it is substantially depleted. The device was fully functional with a known good battery. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.